Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had disconnection. The following information was provided by the initial reporter: (B)(6) 2025 - IV tubing came disconnected twice during surgery. Additional information received from the customer: is the lot number known? No. Were there any adverse events associated with this incident? Patient safety and increased risk of infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos were provided by the customer for quality evaluation. None of the photos provided show an issue of the tubing set disconnection or a disconnection with any other external set connected to the maxzero connector. The customer complaint of disconnection could not be verified. A root cause could not be determined because the failure was not depicted in the photo provided, a physical sample was not provided for testing, and the lot number was reported as unknown. A device history record review could not be performed because the lot number is unknown.